Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo catch gold. The event report alleges the product was used in a surgical procedure. The tube was torn at the end proximal to the handle. There were no other visual or functional abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure in the abdomen, the device broke. They were unsure if the device fragment fell into the patient cavity. The abdomen was inspected and x-ray was done. Nothing was found in the abdomen cavity. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 250cc or more. The patient has a medical history of hypothyroidism, cholelithiasis, cholecystitis, ra, overweight. Current patient status is okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.